Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2025. During the procedure, an alliance ii handle was used in conjunction with the trapezoid rx to attempt stone extraction of a 1.5-2.0 cm stone. During use, the handle broke, and the basket tip failed to separate from the basket. The distal bile duct was subsequently dilated using a 4 mm hurricane balloon in an attempt to remove the basket and stone; however, this attempt was unsuccessful. The patient was scheduled for a follow-up ercp with spyglass/laser lithotripsy on (B)(6) 2025, to fragment the stone and facilitate basket removal. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf a0401 captures the reportable event of handle break. Imdrf a23 captures the reportable event of basket failure to crush stone. Imdrf a150301 captures the reportable event of tip failure to separate. Imdrf f2301 captures the reportable event of additional device required to remove the basket and the stone. Imdrf f2202 captures the additional endoscopic procedure of ercp with spyglass/laser.